Event description:
Ventilator utilized on 7/26/94 after pt experienced respiratory arrest. One-half hour after implementation of mechanical ventilation, manual measurements read 350cc below volume set. Per inspection by MFR a calibration check showed the inspiratory flow gain to be very low, re-calibration required; the potentiometer was non-linear requiring replacement and the expiratory flow transducer required replacement. Pt showed no signs of complication due to mechanical failure. Ventilator replaced with a functional machine.